Event description:
As a result of a review of our MDR procedure with FDA it was determined that events in clinical studies should have been reported within a 30-day time frame. We are filing these late reports as directed by the rsmb staff. See manufacturer # 6000032200904779. It was reported that the patient's depression and psychosis became worse, which was probably related to better seizure control. The patient was admitted to the hospital and her medication was increased. Her anxiety decreased and she had no delusions while admitted. She returned to baseline and was discharged.